Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for stopper pullout with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate collection tubes had problems with the cap of the tube remaining in the holder. This occurred on 5 occasions after use. The following information was provided by the initial reporter: cap of the citrate tube remains in the holder adapter of greiner after removal and removal of the tube.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate collection tubes had problems with the cap of the tube remaining in the holder. This occurred on 5 occasions after use. The following information was provided by the initial reporter: cap of the citrate tube remains in the holder adapter of greiner after removal and removal of the tube.